Event description:
It was reported that while pre-dilating the carotid cavernous vessel, the patient experienced a non flow limiting vessel dissection. No other complications were reported and the patient was discharged home after 1 day in the hospital.

Manufacturer narrative:
Device manufacture date: unknown as the batch number was not obtained. The batch number was not initially provided. A ship history review was performed, however, no batch information could be obtained based on the available device and customer information. The device was not returned and therefore is unavailable for evaluation. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the device malfunctioned. Neurological symptoms are known and anticipated complication to these types of procedures and are listed as such in the device directions for use. As a result, a root cause of anticipated procedural complication has been assigned.